Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was not detected on the bus. A field service engineer (fse) inspected the drawer and performed troubleshooting steps, including disabling the firewall and replacing the retractor band but the issue persisted, the fse replaced the module controller and controller board. Although the drawer became functional, it still failed to detect the open. Upon inspecting the latch assembly, the fse found that the spring compression was worn and extended it to restore proper force. The latch and solenoid were also adjusted for correct alignment. After these adjustments, the drawer operated and closed without issues. The drawer was tested using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.